Manufacturer narrative:
Patient has a history of cellulitis and abscesses as well as poorly managed diabetes and morbid obesity. Swelling and infection were noted more than four months post implant. The type of infection and timeframe indicate that the nalu device is not likely to have caused or contributed to the presence of infection.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. In (B)(6) 2024 the patient reported some swelling at the surgical incision site and noted plans to visit the implanting physician. On (B)(6) 2024 the physician refered the patient to the local emergency department for evaluation, where they confirmed presence of mrsa. A full system explant took place on (B)(6) 2024.